Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was intended for use during an endoscopic variceal band ligation (evl) performed on (B)(6), 2010. According to the complainant, during preparation, they opened the package and found that the suture was separated from the teeth of the ligator. This device was not used on the patient. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The initial event description is a non reportable issue. Based on the investigation results of bent prongs, the event is now reportable.

Manufacturer narrative:
A visual examination of the returned device found that 6 of the 7 bands remain partially deployed on the ligator and the teeth of the ligator showed slight damage. The handle did not show any signs that the trip wire was properly cinched into the handle slot, as there was no deformation on the slot to indicate the trip wire was ever cinched. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread was broken with a frayed tip attached to the distal end of the trip wire. Functionally, the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The other half of the thread attached to the ligator head was pulled to manually deploy the remaining bands, and only the first band deployed smoothly while the rest did not. This maybe due to the thread not secured to the teeth of the ligator; the attempt to deploy caused the thread to slip through the bands without deployment. Although these results are contrary to what was originally reported, the most probable root cause has been determined to be handling damage, as evident by the broken thread that was frayed at the tip indicating a tensile load. Even-though the threads were not secured to the teeth of the ligator, the frayed end of the deployment band showed a tensile load was applied. The device was not properly set up for use and the loose thread would not have caused the breakage of the deployment thread. It is possible that the load that was placed on the device may have caused the threads to come loose from the teeth of the ligator, and inhibited the deployment of the bands. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.